Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved glidesheath slender 5fr sheath had a tiger catheter in it and it was leaking. The procedure performed was a radial left heart catheterization (lhc). The patient was in stable condition. The procedure outcome was completed successfully. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 22june2020: they continued the procedure as is.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, a photograph of the sample was provided. In the photograph, leakage of bloodlike substance was observed on the sheath. No functional and dimensional testing was carried out since the device was not returned for evaluation. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 31july2020: it was reported that the techs prepped the sheath and the sheath was not stored in a pyxis machine.